Event description:
A consumer implanted for complex regional pain syndrome type I reported the implantable neurostimulator (ins) didn't work anymore. A few months ago they turned stimulation off but they experienced a return of pain in their arms and hands, so they attempted to charge but got the reposition antenna screen and were unable to connect using the recharger. It was further reported the consumer didn't like the device and had to tilt their head forward/backward and left/right in order to get stimulation down their arms which was a gradual change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.